Manufacturer narrative:
Correction: h6: investigation conclusions (corrected from d15 to d14) and h10 was missing the evaluation results. H10: the device was received for evaluation. During visual inspection, the product was observed wet and blood noted on the attached blood protection caps on the dialysate connector. The set underwent functional leak testing to the dialysate side and no leakage was found. To exclude an internal leak additional testing was performed to the blood side and no leakage was seen. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 and h10 correction to d2a: common device name and d2b: classification code.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from a polyflux 14l set during prime. There was no patient involvement. No additional information is available.